Manufacturer narrative:
Device received with partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to partial display. Critical pump error (open book image) not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image. Customer's blood glucose level was 200 mg/dl. Troubleshooting was performed and alert occurred when user left the pool. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.